Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose level was 5.9 mmol/l. The customer stated that there is no difference in volume between 1 and 5. The customer stated that the audio test was performed twice but it failed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing retainer and missing reservoir tube o-ring. Audio/vibrate anomaly/absence of alarm and hardware low level failures confirmed during testing. Noted broken trace at pin 1 of ambient light sensor and isolated audio/vibrate anomaly/absence of alarm failure to electronic stack. Pump failed the self test and passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and displacement test. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test and the occlusion test due to missing retainer.